Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump would not pass the occlusion test and exhibited consistently low occlusion pressures. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a bubbled dso seal. The tamper seal was not broken. Review of the event history log (ehl) showed a downstream occlusion alarm. A functional test and visual inspection were performed and the reported issue was not duplicated. The reported issue was found in the ehl review due an intermittent dso sensor. As a result, the dso sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a manufacturing DHR review was not performed. Service history review identified this device was related to the last service in (B)(6) 2023 per ro #(B)(4) the current complaint is related to previous service of the device.